Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm sjm masters series mechanical heart valve was chosen for an aortic valve replacement surgery. The leaflet function was tested using a mechanical heart valve leaflet tester (lt100). During the operation, when the valve was successfully implanted, the physician found that the valve leaflets were not opening properly due to the obstruction of tissue structure under the valve. So, the valve was removed and replaced by another 25mm sjm masters series mechanical heart valve while patient on bypass. The operation was finally completed, and the patient was in stable condition. There was prolonged the duration of cardiopulmonary bypass occlusion.